Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the patient¿s blood pressure dropped into the 40's during valve positioning and remained in the 40's post deployment. Chest compressions were started and team decided to put the patient on cardiopulmonary bypass (cpb). During the chest compressions, the patient developed ventricular tachycardia (vt), which required multiple defibrillations. With the patient on cpb and stable, the team decided to remove the sheath from the apex. Once the sheath was removed and the patient was stable, the valve was assessed and severe paravalvular leak (pvl) was noted on echo. The medical team decided to post dilate with a 25mm x 4cm balloon, which reduced the pvl to mild. The patient was taken off cpb, the sheaths were removed and the patient was transferred to the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no allegation of device malfunction. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. The cause of the reported hypotension in this case cannot be confirmed; however a combination of patient factors (high risk fragile condition, significant cad with previous mi, decreased ef) and procedural factors (anesthesia, procedural medications, and rapid pacing during valve deployment) likely caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.